Event description:
It has been identified that this record, mrn 9617229-2024-07718, is a duplicate of mrn 9617229-2024-0011311. Please see mrn 9617229-2024-0011311 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been identified that the record is duplicate. This record is no longer reportable to the FDA and will be un-reported.